Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to implant this device, the physician struggled to get right ventricular (rv) lead inserted into the device header. The lead became stuck and there was some bunching. The physician utilized lubrication and the lead was fully inserted into the device. No adverse patient effects were reported.